Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2014. The revision surgery occurred because of instability in the knee. During the revision, the tibial insert, retaining bolt, and baseplate were revised to new components. The original size 2 x 11mm insert was revised to a size 2 x 14mm insert, the size 3 standard baseplate was revised to a size 3 modular baseplate, and the retaining bolt was revised to a new component of the same size. In addition, two tibial augments, two tibial augment bolts and a modular stem was added.